Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump moving around/pain/discomfort was first noticed on the date of the new placement due to low battery, (B)(6) 2018. The hcp had taken no steps to resolve the pump moving around. The patient had tried to wear a binder without success. There were no further complications reported at this time.

Event description:
Additional information was received via a consumer. The pump moving around/pain/discomfort was first noticed in october of 2018 (month and year specified only). The patient had attended their appointments to be refilled every month. It was indicated that they were advised when the patient had an infection immediately after having their pump replaced. The surgeon who performed the pump replacement was clarified. It was further noted that after the patient¿s infection was controlled, the patient could see the difference immediately. The patient¿s weight at the time of the event was 155 which was described as an estimate (previously reported at possibly 160 pounds). Regarding the pump moving around, it was noted that nothing had been done to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient's implant looked as if it was moving around. It was painful and embarrassing. The patient needed someone to see how their pain pump was sticking out, causing pain, discomfort, and embarrassing looks. There were no further complications reported at this time.